Manufacturer narrative:
Initial reporter state : (B)(6).. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pn 31g 6mm leaked. The following information was provided by the initial reporter : the cannula is leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary ninety-eight sealed 31g x 6mm pen needle samples were returned from lot. No. 0063230, cat. No. 320523. A clog test as per tp700483 was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10

Event description:
It was reported that 1 bd pn 31g 6mm leaked. The following information was provided by the initial reporter : the cannula is leaking.